Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00153: case 1; 3025141-2019-00155: case 3; 3025141-2019-00156: case 4; 3025141-2019-00157: case 5; 3025141-2019-00158: case 6; 3025141-2019-00159: case 7.

Event description:
Article: radial head ingrowth anatomic implant versus smooth stem monoblock implant in acute terrible triad injury: a prospective comparative study. Rodriguez-quintana, david, comulada, david beaton, rodriguez-quintana, natalie, lopez-gonzalez, francisco. J orthop trauma; volume 31, number 9, septemeber 2017, 503-509. Case 2: ectopic bone formed post op. In a revision surgery, ectopic bone removed and capsular release performed. Heterotopic ossification developed.